Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The issue was in a single cuvette, the customer found that the cuvette segment was broken. The customer replaced the cuvette segment as instructed, resolving the issue. The cuvette segment, no cuvettes (rohs) was deemed the cause for the module generating the false depressed co2 patient results. The instrument service history for the architect c4000, serial #(B)(6) verifies no subsequent issues have been reported related to false depressed co2 patient results after service intervention. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed carbon dioxide results generated on the architect c4000 instrument for one patient. The following results were provided: example: 20 mmol/l (low), repeat 27mmol/l (normal). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed carbon dioxide results generated on the architect c4000 instrument for one patient. The following results were provided: example: 20 mmol/l (low), repeat 27mmol/l (normal). No impact to patient management was reported.